Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Visual inspection noted dried blood through the entire lead. The lead passed continuity testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. A guidewire and pacing lead impedance issue was noted. Attempts to obtain additional information were unsuccessful. This lead was explanted. No additional adverse patient effects were reported.